Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a biliary cytology procedure performed on (B)(6) 2013. According to the complainant, while inspecting the device prior to use, it was noticed that the distal end of the brush had been bent and the brush could not be retracted into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a biliary cytology procedure performed on (B)(6) 2013. According to the complainant, while inspecting the device prior to use, it was noticed that the distal end of the brush had been bent and the brush could not be retracted into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was partially retracted upon receipt and the brush was bent approximately 0.4 cm from the distal end. No kinks were found on the working length and the handle cannula was not bent. No issues were found on the handle. Functional evaluation found that when the handle was actuated, the brush extended without issue but would not fully retract. Review and analysis of all available information indicated the most probable root cause for this event was handling damage. Most likely, due to some aspect of handling the device prior to use in the procedure, the brush was bent. Once the brush was bent, retracting the brush would be difficult due to the brush getting wedged at the distal end of the extrusion. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The reported event: brush bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.